Event description:
I was notified that I was due for a new CPAP machine and made an appointment with lincare to pickvup a new machine. I was given an airsense 11. I was told I would need to use it for 3 months and then make an appointment with my health care professional in order for it to be covered by medicare. While using the machine, I was plagued with dry mouth every night. I faithfully took a large water bottle to bed with me and place it on my night stand which I would empty by morning due to my horrible dry mouth. I played with the humidity level on the machine, adjusting it all the way up to 10 to try and decrease my dry mouth. None of that helped and I was not using the heated hose. On top of that, I noticed a bad smoky smell on occasions that would wake me out of a dead sleep. I changed all of my filters on the machine, and even tried adding an extra filter on the hose to remedy this, but to no avail. During this time, I began to cough up copious amounts (and chunks) of flem. I tried medications like flonase, saw my primary care physician, an ent and had chest x-rays, but they found no problems. Even my oxygen levels began to decrease. After months of waking up every hour I had it. I found my old machine and hooked it back up (with the same mask) and began sleeping peacefully throughout the night again. The continuous coughing ended, and I no longer had to take a large bottle of water to bed at night. My insanely dry mouth problem had disappeared. (I have owned 3 resmed's and one phillips over the years and not a newby to cpaps). My old machine is an airsense 10. I returned my airsense 11 to lincare. You tell me there isn't a serious health risk with this machine? When I returned it to lincare, the person I spoke with said he was starting to notice the bad smoke smell with his on occasions. I think the machine is a health care risk and should be recalled immediately. I don't usually write letters like this but after my experience I was driven to write hoping that I could spare even one person the nightmare I experienced with my machine. There are many other report of the same type of problem on the internet and this is not my problem alone. Please act.